Manufacturer narrative:
The 510(k)# is k073231.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because allegedly battery acid leaked onto the battery contacts and issue was not resolved with troubleshooting.